Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The intraocular lens (iol) remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 intraocular lens (iol)was implanted in the patient's left (os) operative eye on (B)(6) 2019. Patient complained that she could not see food on her plate, could not read, and could not see things in her kitchen cabinets without readers. She cannot clean her counter tops, or read a newspaper. She reported that lens fragments were left in her eye so vitrectomy was performed. Astigmatism was corrected; however, she has halos and blurry vision. The surgeon would like to do lasik or a photorefractive keratectomy (prk) at the next follow up visit. She does not want to drive at night. When she would cover her left eye everything was blurry, when she covered her right eye everything was perfect. Left eye is working 20/20, and the surgeon told her that her right eye is 20/20 as well. She was informed that she had diabetic retinopathy about two weeks after her surgery, during second post-op visit. No further information was provided. This report represents the left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.